Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: yasmin from 2001 to 2009. Concurrent conditions included breast pain, pain menstrual, vitamin d low, vaginal odor, acute vaginitis, adenomyosis, perineal pain, ovarian disorder and body mass index normal. Concomitant products included citalopram hydrobromide (celexa), colecalciferol (vitamin d), metronidazole, ondansetron and tapentadol. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("general pain"). On (B)(6)2009, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety") and mood altered ("bad mood"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), abdominal distension ("bloated"), stress ("stress"), neurodermatitis ("neurodermatitis on hands"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("cramping") and rash ("rash"). The patient was treated with surgery (B)(6)2016, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, urinary tract infection, abdominal distension, depression, anxiety and rash outcome was unknown, the fatigue, vaginal haemorrhage, menorrhagia, migraine and abdominal pain lower had resolved and the mood altered, stress, neurodermatitis, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, neurodermatitis, pain, pelvic pain, rash, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Current weight 144 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in february 2010: total bilateral occlusion ultrasound scan - on (B)(6)2015: essure wires are noted bilaterally (B)(6) most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new event rash was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Previously administered products included for an unreported indication: yasmin from 2001 to 2009. Concurrent conditions included breast pain, pain menstrual, vitamin d low, vaginal odor, acute vaginitis, adenomyosis, perineal pain and acne comedonal. Concomitant products included metronidazole, ondansetron and tapentadol. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("general pain"). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety") and mood altered ("bad mood"). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), abdominal distension ("bloated"), stress ("stress"), neurodermatitis ("neurodermatitis on hands"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2016, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, abdominal distension, depression and anxiety outcome was unknown, the fatigue, vaginal haemorrhage, menorrhagia, migraine and abdominal pain lower had resolved and the mood altered, stress, neurodermatitis, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, neurodermatitis, pain, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2010: total bilateral occlusion ultrasound scan - on 28-nov-2015: essure wires are noted bilaterally. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events bad mood, vaginal bleeding, menorrhagia, stress, neurodermatitis on hands, migraines, headaches, dysmenorrhea, dyspareunia, vaginal discharge, weight gain, hair loss, general pain, cramping added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), abdominal distension ("bloated"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, urinary tract infection, abdominal distension, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, fatigue, pelvic pain and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.